Event description:
It was reported the device was overdischarged followed by a power on reset (por). The primary reason for the overdischarge was due to the pt being dissatisfied with the stimulation because it did not cover the pt's pain during her multiple sclerosis (ms) flares. Two physician mode rechargers (pmr) were performed, and the device was charged to 25%. Then the device was interrogated and the por was cleared, and the device indicated to recharge at that time. A recharge was started, and there was good coupling (8 bars). However, the device icon on the screen was changing from 25%-50%-25%-75% in "short" amounts of time. It was confirmed, the device was taking a charge and the battery voltage matched the icon on the screen at the beginning and end of recharge session. The battery voltage was 3.655v and the impedances were normal. The device was explanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.